Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a laparoscopic procedure, the device will not close to be passed down the laparoscopic port. There was no patient injury.